Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient is receiving the "replace generator" message, and they first received the message a few months ago. It is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.